Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2011. Follow up computed tomography (CT) revealed decreased overlap between the implanted stents. The angiogram confirmed there was no endoleak present. The physician elected to reline the stent with an infrarenal aortic extension as a preventative measure. Patient is in stable condition.